Event description:
I opened the sterile pediatric urine collector bag with lot # 080208 and there is a long slit along the edge of the bag so it is defective and not usable. The bag was used on the patient while in their home for urine collection, luckily they had another one on hand or else this would have caused a great deal of delay of care since they would have to return to clinic to pick up another supply.